Manufacturer narrative:
Pump received with cracked lcd window and cracked battery tube threads. Test reservoir lock properly inside the reservoir tube. Unit passed displacement test. Unit received with cracked and bleeding lcd glass.

Event description:
Information received by medtronic indicated that insulin pump had cracked on the screen was all black and was covering most of the screen. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.